Event description:
It is reported that the reamer fractured as the surgeon was pushing it down the im canal.

Manufacturer narrative:
Eval summary: it is unk how this flexible reamer was used during its approx 4.5 year lifetime of use. Since this reamer is flexible, off-axis loading could have created tensile stresses on the side of the reamer opposite to where it is bowing or bending, causing product to fail. Any eccentric or off-axis loading during its use may have accelerated product failure. There is too little info provided to determine a potential root cause of the part failure. Device history records indicate all components were manufactured and inspected to specification. Scanning electron microscopy (sem) analysis / energy dispersive spectroscopy (eds) analysis was performed. No mfg abnormalities could be detected by either method.